Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the transeptal puncture, the septum was tented up to 3mm while crossing. A watchman fxd curve access system (was) was used and a 27mm watchman flx laa closure device & delivery system (wds) was successfully implanted. The physician noted post procedure via transesophageal echocardiography (tee) that there was a pericardial effusion. A pericardiocentesis was completed to treat the effusion and the patient was discharged.